Manufacturer narrative:
Additional information regarding the status of the patient was not provided by the user facility. A steris field service technician arrived onsite, inspected the surgical table and its accessories, and could not identify any issues with the surgical table. The table was confirmed to be operating according to specification. The technician concluded that the most likely cause of the reported event is due to the urology extension not being properly secured to the surgical table during the procedure. All accessories used in collaboration with the 3085 surgical table must be inspected and determined to be operating and functioning for their intended purpose(s). Section 1 of the operator manual for the 3085 surgical table states, "when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory." The operating instructions for gynecology or urology with fluoroscopic imaging outlines the "set up procedure" for use of the urology extension with a patient transfer board on a surgical table. A copy of this document is included along with a copy of the 3085 patient positioning instructions is shipped with each surgical table. Steris has offered the user facility in-service training regarding the proper use and operation of the surgical table with accessories as well as proper patient positioning practices to prevent a recurrence of the reported event.

Event description:
The user facility reported an o.r. Technician removed a patient transfer board on their 3085 surgical table. The patient transfer board caused the urology extension to come off of the table subsequently allowing the patient to fall. The patient subject of the reported event was taken to the ER for treatment. The surgical procedure was cancelled.